Event description:
Legal counsel for patient reported that patient underwent right total knee arthroplasty on (B)(6) 2012. Patient's legal counsel alleges that a left knee component was implanted in the patient's right knee causing pain and physical impairment to the patient. There has been no reported revision procedure to date. A review of invoice history confirmed the initial surgery date and that a left femoral component was implanted on (B)(6) 2012. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported that patient underwent right total knee arthroplasty on (B)(6) 2012. Patient's legal counsel alleges that a left knee component was implanted in the patient's right knee causing pain and physical impairment to the patient. There has been no reported revision procedure to date. A review of invoice history confirmed the initial surgery date and that a left femoral component was implanted on (B)(6) 2012. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received noted patient underwent a right knee revision on (B)(6) 2013.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: "the surgeon is to be thoroughly familiar with the implants and instruments prior to performing surgery."